Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer sometimes uses the same supplies for over 3 days on the mobi pump, which is considered off label use. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.